Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that there was no change in activity or program changes to the device programed. The only change was that patient slept to 10:30am after taking the 6:30am meds. Patient indicated that they were taking additional medication and the freezing up issue had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that last night for the first time patient was like frozen and they had been all day today. Patient called the health care professional (hcp) who told patient to call patient services and ensure the device was working. Patient 's husband was able to connect the patient programmer with the ins, and it indicated the therapy was on/ok. No further patient complications were reported/ anticipated as a result of this event.